Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. Synergy ous mr 2.25 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the distal stent strut rows were noted to be lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found a kink measured at 200 mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-feb-2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion containing <45 degree bend was located in the mildly tortuous and mildly calcified right coronary artery. A 2.25 x 12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.